Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also stated that the patients implantable pulse generator (ipg) had migrated and flipped at the pocket site. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. Additional information was received that the explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. Additionally, it was noted that the implantable pulse generator (ipg) had migrated and flipped at the pocket site. The patient underwent an ipg replacement procedure wherein the pocket was raised. The patient was doing well postoperatively.